Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the dc/dc and standard connectors printed circuit board caused a short circuit of +12 v voltage. This occurred during installation of the above mentioned board. There was no pt involvement. (B)(4).